Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, tubing/weld broken. Weld broke on bolt that attaches to rail. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the positioning device was received with two broken welds where the plastic meets the rail. One of the welds was completely separated and the other was partially separated. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the rail. Complaint of "bed the rail weld broke " was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, tubing/weld broken. Weld broke on bolt that attaches to rail. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the positioning device was received with two broken welds where the plastic meets the rail. One of the welds was completely separated and the other was partially separated. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the rail. The right side when laying in the bed the rail weld broke by the knob.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The right side when laying in the bed the rail weld broke by the knob.